Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two(2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation, fibrin, and underfill was observed. Additionally, one hundred(100) retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of poor barrier separation, fibrin, and underfill was not observed. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation, fibrin, and underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Event description:
It was reported that during testing with the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes (all tubes tested) contained fibrin, and half the tubes underfilled. There was no report of patient impact.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H6. Investigation summary: bd had not received samples, but two(2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation, fibrin, and underfill was observed. Additionally, one hundred(100) retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of poor barrier separation, fibrin, and underfill was not observed. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation, fibrin, and underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10

Event description:
It was reported that during testing with the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes (all tubes tested) contained fibrin, and half the tubes underfilled. There was no report of patient impact.